Manufacturer narrative:
(B)(4)

Event description:
It was reported by that the patient underwent an unknown procedure on (B)(6) 2018, and suture was used. It was also reported that the suture was detached from the needle too easily during use. It was a control release needle. There were no adverse consequences to the patient. Further details are not available.

Manufacturer narrative:
Pc-(B)(4).